Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a biliary tract stent deployment procedure performed on (B)(6) 2013 in the common bile duct. According to the complainant, during the procedure on (B)(6) 2013, the advanix preloaded biliary stent device was deployed in the right hepatic duct for bile duct re-stricture. Procedure was completed without any issue. On (B)(6) 2013 they found out that this device (advanix preloaded biliary stent) migrated out in the opposite side of the papilla of vater causing a perforation in the duodenum. The perforation was closed with one or more clips and the stent was removed. An enbd tube was placed to complete the procedure. The physician reported that the flap of the stent may have come into contact and fixed with the upper edge of a previously implanted metallic stent, which may have contributed to the issue. No other complications were reported and the patient has been monitored. Additional information was received and confirmed the patient was stable post procedure. It was also reported that two non-bsc metallic stents were in place and it was thought the flap of this stent was fixed on one of the metal stents. It was confirmed that there were no issues noted with two metal stents.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a biliary tract stent deployment procedure performed on (B)(6) 2013 in the common bile duct. According to the complainant, during the procedure on (B)(6) 2013, the advanix preloaded biliary stent device was deployed in the right hepatic duct for bile duct re-stricture. Procedure was completed without any issue. On (B)(6) 2013, they found out that this device (advanix preloaded biliary stent) migrated out in the opposite side of the papilla of vater causing a perforation in the duodenum. The perforation was closed with one or more clips and the stent was removed. An enbd tube was placed to complete the procedure. The physician reported that the flap of the stent may have come into contact and fixed with the upper edge of a previously implanted metallic stent, which may have contributed to the issue. No other complications were reported and the patient has been monitored.